Manufacturer narrative:
Intuitive surgical inc., (isi) has received the small grasping retractor instrument associated with this complaint and have completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have a loose pitch cable at the distal end. The instrument was also found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of the failure was attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Per instrument log review it was confirmed that the small grasping retractor associated with this event was used on the reported event date of (B)(6) 2021 on system (B)(4). After use on (B)(6) 2021, logs reflect that the instrument was installed on system (B)(4) for a procedure on (B)(6) 2021, but was not used (uses used this proc = 0). The small grasping retractor had 8 uses remaining after the last use. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable or not provided. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the small grasping retractor instrument had a loose cable. The procedure was completed with no reported injury.